Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. It should be noted that the mitraclip system instructions for use, instructs the user under the ¿deployment step 3: gripper line removal¿ to ¿grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line." All available information was investigated and the reported slda appears to be a result of the user error of pulling on both ends of the griper line simultaneously during gripper line removal. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with a a2 chordal rupture. A mitraclip xtr was successfully deployed however during removal of the gripper line, both ends were pulled instead of one, which caused a single leaflet device attachment (slda). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. An additional clip was implanted to stabilize the slda, reducing mr to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.